Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a saline leak from a hole in the right cylinder. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Corrected data: b3 event date. Device evaluation: investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the cylinder malfunction was confirmed by the identified cylinder bulge. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinder was visually inspected, leak tested and examined using a microscope. The cylinder had wear at folds in the cylinder body. The cylinder kink resistant tubing (krt) was worn down to the filament. The cylinder had an excess air between the inner and outer tubes when it was inflated with a syringe and bulging was present. The cylinder had a leak from a hole in the distal cylinder body at the fabric bonded area that was the result of a sharp instrument damage which most likely occurred during the explant surgery. Product analysis concluded that the identified cylinder bulge is the most probable cause of the reported events. Product analysis confirmed cylinder malfunction. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen, based on the identified cylinder bulge causing a mechanical issue as the most probable cause of the reported events.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a saline leak from a hole in the right cylinder. Following the surgery, the patient was stable, improved and the event resolved.